Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that prior to port placement the device allegedly difficult to infuse. It was further reported that the device allegedly had a suction problem. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement the device allegedly difficult to infuse. It was further reported that the device allegedly had a suction problem. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one video was provided for review. The investigation is inconclusive for the reported difficult to flush and suction problem, as the exact circumstances at the time of the reported event are unknown and the sample was not returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to port placement the device allegedly difficult to infuse. It was further reported that the device allegedly had a suction problem. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the only complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the sample was not returned for evaluation, one video was provided for review. The investigation is inconclusive for the reported difficult to flush and suction problem, as the exact circumstances at the time of the reported event are unknown and the sample was not returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.